Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to tubing had a hole/crack. A new ipp was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.